Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that during PICC insertion, the tip of the stylet wire broke into fragments. When the wire was pulled out, some of the fragments came out with the wire, some remained in the lumen. The fragments that came out were magnetic, seemed like the center of the stylet came out and broke apart. No fragments remained in the patient and no patient harm was reported. The catheter was removed.